Manufacturer narrative:
It was reported that on (B)(6) 2026 "joint that holds the seat up" on the "left side of the walker" broke while walking with the device. Per the customer, the individual "[fell] up against the sink" and is complaining of "left hip and lower back" pain and "difficulty walking." The customer reported that individual is "using a heating pad and taking pain medication" from their doctor. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026 "joint that holds the seat up" on the "left side of the walker" broke while walking with the device. Per the customer, the individual "[fell] up against the sink" and is complaining of "left hip and lower back" pain and "difficulty walking." The customer reported that individual is "using a heating pad and taking pain medication" from their doctor.